Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the patient suffered post-interventional pancreatitis with septic shock and was transferred to the intensive care unit (ICU) with signs of peritonitis. The patient was then treated surgically with a pancreatectomy and removal of the endoscopically placed advanix pancreatic stent. In the physician's assessment, the relationship between the post-interventional pancreatitis with septic shock and the advanix pancreatic stent is unknown. The patient is currently being treated in the intensive care unit. The current condition of the patient was not reported, nor was the hospital discharge date.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry block e1: initial reporter state: be. Block h6: patient code 2068 captures the reportable event of septic shock. Patient code 1932 captures the reportable event of inflammation. Block h10: the device has not been received for analysis. However, the customer provided a picture of the device, the picture is attached within the attachments section of the complaint record. The picture shows one advanix cb stent and it did not have any visual issue. The reported issues of "pancreatitis and shock, septic" could not be verified since they are clinical events. The reported event was not confirmed. Based on the provided and collected information, it is most likely that a biliary stent was used in the pancreatic duct, this indicates that the user did not read the IFU which states " the advanix biliary stent with naviflex rx delivery system is intended for delivery of the stent to the biliary tract for drainage of the bile duct, for splinting of a bile duct during healing, or for providing bile duct patency in a stricture or past a stone. Therefore the investigation conclusion code for the reported issue of "use of device issue - misuse" will be documented as cause traced to intentional off-label, unapproved, or contraindicated use, due to problems traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Additionally, the IFU mentions septicemia / infection and pancreatitis in the adverse events section. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: additional information: block d4: model number; catalog number; unique identifier (UDI)#.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Block e1: initial reporter state: (B)(6). Block h6: patient code 2068 captures the reportable event of septic shock. Patient code 1932 captures the reportable event of inflammation. Block h10: the device has not been received for analysis. However, the customer provided a picture of the device, the picture is attached within the attachments section of the complaint record. The picture shows one advanix cb stent and it did not have any visual issue. The reported issues of "pancreatitis and shock, septic" could not be verified since they are clinical events. The reported event was not confirmed. Based on the provided and collected information, it is most likely that a biliary stent was used in the pancreatic duct, this indicates that the user did not read the IFU which states " the advanix biliary stent with naviflex rx delivery system is intended for delivery of the stent to the biliary tract for drainage of the bile duct, for splinting of a bile duct during healing, or for providing bile duct patency in a stricture or past a stone. Therefore the investigation conclusion code for the reported issue of "use of device issue: misuse" will be documented as cause traced to intentional off-label, unapproved, or contraindicated use, due to problems traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Additionally, the IFU mentions septicemia/infection and pancreatitis in the adverse events section. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the patient suffered post-interventional pancreatitis with septic shock and was transferred to the intensive care unit (ICU) with signs of peritonitis. The patient was then treated surgically with a pancreatectomy and removal of the endoscopically placed advanix biliary stent. In the physician's assessment, the relationship between the post-interventional pancreatitis with septic shock and the advanix biliary stent is unknown. The patient is currently being treated in the intensive care unit. The current condition of the patient was not reported, nor was the hospital discharge date.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the patient suffered post-interventional pancreatitis with septic shock and was transferred to the intensive care unit (ICU) with signs of peritonitis. The patient was then treated surgically with a pancreatectomy and removal of the endoscopically placed advanix pancreatic stent. In the physician's assessment, the relationship between the post-interventional pancreatitis with septic shock and the advanix pancreatic stent is unknown. The patient is currently being treated in the intensive care unit. The current condition of the patient was not reported, nor was the hospital discharge date.